Event description:
Had a tubal ligation with filshie clips on (B)(6) 2017 after my doctor told me there was no side effects and I would be able to have a reversal when I chose to have kids. I have experienced chronic pain, leering, heart palpitations, loss of sex drive, hair falling out, breast tenderness, vaginal dryness, mood swings, hot flashes, nausea spells, painful sex, painful urination. More frequent migraines. Dry mouth. Breaking out in hives. Autoimmune disorder. Constipation. Worsening anxiety and depression. And many other side effects. Had the clips removed a year later in (B)(6) 2018. Nothing has changed since the removal of clips. Dates of use: (B)(6) 2017 ¿ (B)(6) 2018; diagnosis or reason for use: as a form of birth control because medical professionals lie. Had clips removed. Still no improvements. Still declining health. I've tried everything drs have prescribed. I've also saw and over 5 different drs who say they can't help me unless I get a tubal ligation reversal or tubal reanastomosis, which my insurance won't cover before hand.